Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient family member that the patients leadless implantable pulse generator (ipg) is "no longer sending a signal and the device requires technical maintenance to adjust the signal". The ipg remains in use. No patient complications have been reported as a result of this event.